Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Although it was reported the patient had elevated cobalt and chromium serum levels as well as osteolysis of the superior acetabulum and femoral canal, neither the levels nor the lab and radiological reports were provided for review. The reported elevated cobalt and chromium levels, and osteolysis along with intraoperative findings of clear fluid sac posterior to the greater trochanter may be consistent with metallosis and pseudotumor. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis and pseudotumor cannot be confirmed, and it cannot be concluded that the reported clinical reactions are associated with a malperformance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. Although it was reported the patient had elevated cobalt and chromium serum levels as well as osteolysis of the superior acetabulum and femoral canal, neither the levels nor the lab and radiological reports were provided for review. The reported elevated cobalt and chromium levels, and osteolysis along with intraoperative findings of clear fluid sac posterior to the greater trochanter may be consistent with metallosis and pseudotumor. However, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported metallosis and pseudotumor cannot be confirmed, and it cannot be concluded that the reported clinical reactions are associated with a malperformance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that right hip revision surgery was performed due to loosening, metallosis and elevated levels of cobalt and chromium.